Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 300 mg/dl. Customer stated that her keypad was unresponsive and the screen was frozen. Customer stated that the screen was totally blank. Customer's pump has been dropped and when she takes a show, she puts the pump inside her clothes. Customer reported that she usually wraps the pump in her clothes to avoid moisture in the pump. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No add'l info provided.